Event description:
It was reported that the patient presented for implant procedure. It was noted while completing the procedure, the left ventricular (lv) lead had come out from the target vein and exhibited failure to capture. The pocket was re-opened to reposition the lead. While repositioning the lead, the guidewire was stuck in the lead and the lead was unable to be reposition. The procedure continued with the new lead being implanted. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.